Manufacturer narrative:
During subsequent analysis, portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this device displayed an elective replacement indicator (eri) associated extended charge times. The device subsequently was explanted and replaced with no adverse patient effects. This device is not included in the (B)(6), 2007 mid-life display of replacement indicators advisory population. Device return has been requested.

Event description:
This device is included in the (B)(6) 2007 shortened replacement window advisory population.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided or if the explanted device is returned for analysis.